Event description:
Customer reported difference between pressure gauge and digital gas readings on the as3000 anesthesia delivery system. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found the pressure gauge would not zero and was sticking. A replacement gauge was ordered for the customer.